Manufacturer narrative:
According to the customer, on(B)(6) 2025 when the customer sat on the product it "collapsed" causing her to "hit her face/head, hurt her hand and wrist along with bruising all on her right side of stomach and ribs." The customer reported the user was transported to the hospital and put "on a ventilator". The customer was not able and/or willing to provide further detail. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 when the customer sat on the product it "collapsed" causing her to "hit her face/head, hurt her hand and wrist along with bruising all on her right side of stomach and ribs."